Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.

Event description:
International affiliate reports the initial procedure was done on (B)(6) 2013. Post-operative x-ray showed one of the innie set screws was out. On the lateral x-ray, it showed that the concorde bulleted cage was out. Therefore, the surgeon decided to schedule a revision surgery. The surgeon had removed the innie screw and the concomitant device pedicle screw to which it was assembled and replaced with a bigger size screw (75mm) and set screw. The surgeon also removed the concorde bullet cage and replaced with a taller height and shorter length cage. The cage was discarded. The affiliate reports the patient is doing fine now. The following mfg. Medwatch reports are being filed for the set screw and concorde bullet cage devices that had backed out. 1526439-2014-11546. 1526439-2014-11547.